Manufacturer narrative:
B3: september is the reported month of the event, but the exact day not provided. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a lifting downstream occlusion (dso) seal and a lifting air detector sensor. The dso seal and air detector were replaced to fix the issue.

Event description:
The results of the investigation found that the device had a lifting downstream occlusion (dso) seal and a lifting air in line detector. There was no patient involvement.